Manufacturer narrative:
Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test was carried out which identified a balloon pinhole located approximately 1mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the third inflation at 8 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the third inflation at 8 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.